Event description:
A case study was submitted for review titled "three fatal consequences of one guiding catheter maneuver during primary percutaneous angioplasty in st-segment elevation myocardial infarction." It was reported that the patient was admitted to an emergency department due to severe chest pain. Coronary angiography was performed, which showed no significant lesions in the left coronary artery and a subtotal (95%) stenosis in the middle segment of the right coronary artery (rca) with (timi) 3 flow. Due to a tortuous course of the rca, a medtronic 6f amplatz al 1.0 guiding catheter was used to provide sufficient support. After delivering the catheter to the rca, initial contrast administration exposed a severe, extensive dissection and total occlusion of the rca with timi 0 flow. Attempts were made to use non-medtronic guidewires to pass the dissection, but it could not be passed. The patient developed cardiogenic shock caused by the aortic dissection as well as cardiac tamponade confirmed on angiography. Pericardiocentesis and drainage of 100 ml of blood restored hemodynamic stability. Percutaneous coronary intervention was stopped, and the patient was transferred to an intensive care unit. Patient's condition gradually worsened despite vasopressor infusion. Due to hemodynamic instability, a transfer to a cardiac surgery center was impossible, and the patient was disqualified after a consultation. Subsequent echocardiography showed severely hypokinetic right ventricle and no significant tamponade. After several hours, cardiac arrest occurred as a consequence of pulseless electrical activity, followed by asystole, which led to the patient¿s death despite resuscitation

Manufacturer narrative:
Case study: "three fatal consequences of one guiding catheter maneuver during primary percutaneous angioplasty in st-segment elevation myocardial infarction." Year: 2024 author: jan roczniak, stanislaw bartus, michal chyrchel ref: doi: 10.20452/pamw.16881. B 2.3: date of publication. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex f code. Journal: polish archives of internal medicine issue: 12 pmid: 39498945. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.